Manufacturer narrative:
Correction: updated to proper value

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the site turned on their system for the day and received an "initializing collimator" error. The representative had the site restart the system with no change. There was no patient present.